Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic punch created a tear in the aorta. A partial occlusion clamp was used to complete the procedure. No repair stitch was required since the surgeon was able to incorporate the tear during the sewing of the graft to the anastomotic site. No other pt complications were reported.